Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent difficulty turning and removing the luer connector on the ilet pump, requiring pliers to attach and detach despite using connectors from multiple boxes and following proper steps, which indicates a connector interface issue with the pump¿s luer coupling component. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included replacement of the ilet and instructions to return the original device, with continued use of the patient¿s cgm until setup of the replacement. Investigation included troubleshooting with the patient and review by internal support, confirming correct technique and ruling out user error and overfilling. Investigation of this case revealed a suspected mechanical interference or excessive torque requirement at the pump¿s luer interface, consistent with a device component fit or tolerance issue. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical component failure related to connector tolerance.